Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A screen brightness check was performed and failed. The brightness was cycled through levels 1 to 10 and the brightness remained too dark for visibility. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient reported to technical support (ts) that the screen of their liberty select cycler was dim despite the display brightness being set to level 10. The patient stated the screen brightness issue had started approximately one week prior to the call. The patient was advised to continue use of the cycler. However, the ts representative also issued the patient a replacement cycler. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, the patient confirmed that there were no adverse effects experienced, and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.